Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 10/27/2017. Device returned to the manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection at 10x microscope magnification was performed. The plunger and pushrod were observed partially advanced in the preloaded insertion system. Residue of lubricity material was observed on cartridge. No assembly error and/or defects were observed in the preloaded device related to manufacturing process. A dent/distortion was observed at the cartridge tip area. The conditions of the product returned is consistent with a unit that has been previously handled and prepared for the surgical process. The complaint issue reported was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed no additional investigations requests for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If implanted, give date: unknown, information not provided. If explanted, give date: not applicable, as the lens remains implanted. (B)(6). PMA/510(k) #: this report is being filed on an international device; tecnis optiblue 1-piece iol, that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA p980040. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the doctor observed the cartridge tip of a pcb00v 23.0 diopter intraocular lens (iol) was deformed, but implanted the lens anyway on (B)(6) 2017. Reportedly, there was no patient injury. No additional information was provided.